Manufacturer narrative:
Device investigation was performed and a cut in the pneumatic hose was confirmed.

Event description:
It was reported that there was a hole in the pneumatic house of the drill. There was no pt involvement and no adverse consequences alleged with the event.